Manufacturer narrative:
The suspect device has returned for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that when attempting access for a peripheral angiogram procedure, the hub of the micro introducer sheath detached leaving the catheter within the patient's artery. The physician was able to remove the device by hand. No additional medical intervention was necessary.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed as the devices functioned as expected. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.